Event description:
This patient, who has a history of congenital hip dysplasia, underwent left total hip arthroplasty revision surgery on (B)(6) 2024. A fractured ceramic liner was removed, and the orthopedic surgeon performed the revision using a zimmer dual mobility liner and a stryker metal head. Over the next few months, the patient developed symptoms including vertigo, bilateral sudden sensorineural hearing loss, weight loss, and hair loss. She eventually underwent blood cobalt and chromium testing on (B)(6) 2025. Her plasma cobalt and chromium levels were significantly elevated. She underwent a second left total hip revision on (B)(6) 2025. The operative note from this procedure noted that the hip had significant metallosis and metal debris, with metallosis noted behind the dual mobility liner that was believed to be the cause of the metal debris. The surgeon removed the zimmer dual mobility liner and stryker metal head and placed a polyethylene liner and ceramic head. The patient underwent hyperbaric oxygen therapy and chelation with succimer to treat her bilateral sudden sensorineural hearing loss and cobalt toxicity, and after a month of treatment she experienced improvement in her hearing acuity. Repeat blood and plasma cobalt levels are pending as of today.